Manufacturer narrative:
The reported complaint was discovered while doing their annual inspection on their pumps. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during the use of the device for a non-clinical activity, the two hand cranks were broken at the insertion points where they connect to the pump. There was no patient involvement.